Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated and was not pacing. The caller was wondering if the device had reached end of life(eol). The device remains in use. No patient complications have been reported as a result of this event.